Manufacturer narrative:
The physician decided to use two more doses of #9 particles. He then placed a second lobo-3 proximally which was also immediately occlusive. The physician assessed the device position and elected to leave it in place as it was performing its intended function to obstruct or reduce flow in the artery and did not pose a safety risk. No further follow-up was required as determined by the physician. Movement of the device was attributed to use error, where the physician did not follow the labeled instructions for use ("ensure the targeted vessel meets the recommended diameter") and proceeded to place lobo-3 in a 3.1 mm vessel, above the labeled use vessel diameter range of 1.5 to 3.0 mm. The device was not returned for evaluation, and no lot number was provided; therefore, no investigation could be conducted.

Event description:
It was reported that a patient with a very large uterine fibroid underwent uterine artery embolization. The treatment plan included embolization with particles followed by vessel occlusion using a lobo-3 device. The uterine arteries were noted to be unusually large and extremely tortuous. In the first artery, particles (#5 and #7) were injected, and a lobo-3 device was deployed in a vessel measured at approximately 3.1 mm. The device migrated approximately 13 mm after placement but was immediately occlusive.